Event description:
It was reported that the patient experienced symptoms of edema, nausea, and vomiting with dilaudid, and had the same symptoms previously with morphine. The system was therefore explanted.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).